Event description:
It was reported that some time after implantation of a vena cava filter, perforation of the ivc and filter tilt were discovered. Allegedly, surgical intervention was performed. The filter was successfully removed. The current status of the pt is unk.

Manufacturer narrative:
The lot number was not provided, therefore, the device history records could not be reviewed. The investigation is currently underway.